Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support (cts) and no issues were identified. Customers blood glucose was 196-254 mg/dl. The customer reverted to manual injection insulin therapy.